Manufacturer narrative:
B3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent an unrelated surgery where the device was not placed in surgery mode. Subsequently, the ipg could not communicate with external devices and stimulation was lost. Multiple troubleshooting attempts were made by an abbott representative, including ble chip resets, to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. Troubleshooting was attempted but the issue persisted. An ipg replacement surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. As received, the ipg was running the service application software. This condition is consistent with electrocautery use during surgery. The ipg service app state occurred on (B)(6) 2024. Per event details, the patient had an unrelated surgery that occurred in (B)(6) of 2024, exact date was not provided. The ipg surgery mode was not enabled prior to the procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Effective therapy was restored post-op.